Manufacturer narrative:
During the evaluation of the device at the manufacturer's service center, "high temperature" alarms were observed in the ventilator's download error log. The motor fan was found to be loose from the motor. The device's motor fan was reattached to the motor and secured to address the issue.

Event description:
A ventilator was returned to the manufacturer for routine preventive maintenance. There was no allegation of device malfunction. The device was not in patient use.